Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a fracture is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. A valved luer cap was attached to the hub. Evidence of use was present on the surface of the sample. The catheter was trimmed at the 44 cm depth marker. Manipulation of the catheter revealed it to preferentially kink at the 9 cm depth marker. The sample was flushed with water using a 12 ml syringe and a leak was observed from the kink location. Microscopic observation of the kink location revealed a circumferential split. The split surface was observed to be granular. Material surface wrinkling was observed to extend further past the split corners. The sample was cut at the 10 cm depth marker. The wall thickness was measured and was found to be within specification. The characteristics of the split are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. Since a split was present on the catheter, the complaint is confirmed. The instructions for use (IFU) state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of redn2339 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2019 ¿ 4fr PICC lot redn2339 catheter cracked at 9cms. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2339 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2019 ¿ 4fr PICC lot redn2339 catheter cracked at 9cms.